Manufacturer narrative:
B3: date of event and d5: operator of device are unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an over pressure alarm. The time of event is unknown. No clinical or patient injury occurred.

Manufacturer narrative:
D3. Manufacturing plant address, city, postal code, country: corrected. H6. Investigation codes: updated. Investigation summary: the device was received for "over pressure alarm". Performed functional test, duplicated customer's reported issue. The root cause was that the peep (positive end-expiratory pressure) needed calibration. Calibrated peep to address the issue. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.